Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms during testing were noted. The pump gave a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. Unable to perform the occlusion test due to the motor error alarm and was unable to prime. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No unexpected display anomaly during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error and motor error alarms. The customer states the buttons were unresponsive. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as low as 49mg/dl due to an over bolus. The customer treated with food. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.